Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, based on the additional information collected, determined that the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. During troubleshooting, the fse inspected the system power supply and found that the issue was related to the hospital¿s power source, resulting in the e-cabinet receiving no power. To resolve the issue, the fse reset the e-cabinet power supply and advised hospital technicians to address the power supply problem on their end. After the repair, the system was returned to use in good working order. At the time the complaint was received, philips did not have sufficient information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Subsequently, it was determined that the issue occurred without patient involvement and was identifiable prior to the start of any procedure. This led to the conclusion that the scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use, users must implement a user routine checks program and ensure that all checks and actions are satisfactorily completed before using the product for its intended purpose. The product should not be used until the user confirms that all routine checks have been successfully completed. Since the device was not in use when the issue was identified, the user would have detected the problem prior to use, and the issue occurred due to improper maintenance. Based on this re-evaluation, the case is not reportable. The codes were updated based on the investigation outcome.